Event description:
It was reported that the patient presented to the hospital for unrelated reasons. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
UDI(di): (B)(4).